Event description:
Device 1 of 2: reference MFR report: 1627487-2013-06176. It was reported the pt's ipg shuts off and on without prompting. The pt stated the stimulation turns on and off while the stimulator is off. A few times the stimulation turned on with the stimulator completely shut-off while going through the security scanner in a shopping center. Additionally, the pt has experienced pocket heating while charging since the implant. Consequently, the pt's scs system was explanted.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.